Event description:
An office manager reported that two surgeons have found that the knives included in the packs have been dull in several instances. In these situations, a second knife was used to complete the incisions. There was no patient impact reported.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. How or when the blade became damaged cannot be determined, therefore the root cause is unknown. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).